Event description:
Valley lab impact ligasure model lf4200 the jaws of the disposable instrument would not open and the blade within the instrument bent when being used to ligate tissue during surgery. Thought that the blade had broken off and required further exploration within the pt's abdomen looking for the blade.